Event description:
The iab was inserted into the pt on 2000 at 6:15 p. And removed at 11:00 p.m. The iab did not malfunction. The pt had severe bleeding and a transfusion was required. Also, the pt had minor ischemia and removal of the iab was required. The iab was not returned to datascope. Severe bleeding-transfusion/minor ischemia-rpt'd 8/8/00. Discharged-pr'd 8/8/00.